Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10. Please see updates to d10, h6 and h10. D10: the information included in d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the irregular color tone was due to damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿3.8 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection". Inspection of the endoscopic image. Confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device yielded a poor quality video with screen turning red. There is no harm to any patient or healthcare professional due to this event. The intended therapeutic procedure was completed. The facility performs inspections of the device prior to use in a procedure. Customer was unable to provide any other information.

Manufacturer narrative:
Due diligence was performed for the event with customer providing available information. The device is returned, and an evaluation completed for it. Upon inspection and testing, the user¿s complaint was not duplicated. However, evaluation is ongoing. Other observations for the device: video connector has a crack; due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured; adhesive on distal end rubber coating (a-rubber) has a chip; switch (sw) sw1 is dirty; universal cord is dirty; due to wear of angle wire, bending angle in up direction does not meet the standard value; and control unit, sw1, grip, up/down plate, light guide cover, light guide connector, video connector, video connector case have a scratch. Supplemental report(s) will be submitted when any relevant new information is available.